Event description:
A (B)(6) female was admitted to the hosp with impending spinal cord compression secondary to a thoracic tumor from metastatic breast cancer. She was taken to the operating room on (B)(6) 2011 at 1300 by neurosurgery who performed a transthoracic t-10 vertebrectomy with reconstruction with the pt in a lateral position using a depuy expandable cage, anterior segmental instrumentation with depuy transthoracic system from t-9 to t-11, and a fusion with rib autograft in and around the cage. The pt was transferred post-op to the critical care unit in stable condition. On (B)(6) 2011 at 2130, the pt had an unresponsive episode and a code blue was called. She was pulseless and apneic and CPR was initiated. A large amount of frank blood was noted in her chest tube drainage collection chamber. A cardiothoracic surgeon performed an emergent thoracotomy and found a hole in the pt's aorta. It was surmised that a screw from the implanted depuy instrumentation had eroded her aorta, although the cardiothoracic surgeon stated that he did not specifically visualize the screw piercing her aorta. The tear in the pt's aorta was in a posterior lateral position placing it in line with the screw. The tear was the approximate diameter of the screw as well. The instrumentation was explanted. A verbal report was given to the depuy spinal rep. A written report was not submitted.